Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs contains alarms for high airway pressure, which might be an indication of difficulties ventilating the patient. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate any ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to high airway pressure. The cause has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was not cycling. There was no patient harm. Manufacturer's ref #: 409347.